Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. It was reported that the communicator was not charging. The patient stated the yellow light was on the communicator and it would not turn green. The patient confirmed the blue light was on. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement device due to the communicator was not holding a charge.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: (B)(6) 2021: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 08-sep-2022, UDI#: (B)(4) h3: analysis of the communicator found ¿tm90 recharging circuitry is damaged l3¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.